Event description:
It was reported that the patient transferred from itu with a size 8 percutaneous tracheostomy. It was noted when checking the patient's cuff pressure that there was no seal and the tracheostomy could not maintain its cuff pressure. The cuff pressure was checked by two nurses and both could not get the cuff to inflate adequately. The tracheostomy was removed and the patient was re intubated. The patient suffered no ill effects.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device.